Event description:
The facility representative reported a broken door handle. Information was not provided regarding whether or not the problem occurred during a patient infusion. Although baxter attempted to obtain information, details were not available regarding addtional contact information. The hospital representative stated that there were no reports of patient injury or medical intervention. No additonal information is available.